Manufacturer narrative:
The pump was returned for low battery alarm and a power error 25 was confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery then the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to the non-sleep anomaly software error. The pump was received with normal sleep currents. No unexpected replace battery now alarms were noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm and replace battery now alarm on their insulin pump. Customer's blood glucose level was 3.7 mmol/l. Troubleshooting for the replace battery now alarm was performed. Customer advised this was the second occurrence of replace battery now. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.